Event description:
It was reported that the patient received seven inappropriate shocks due to a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 3207-30 competitor implantable biv defibrillator 2008-(B)(6). (B)(4).